Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 7016721; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had an early lead pull as the trial was not helping the pain.